Manufacturer narrative:
Added additional information received from customer on reprocessing. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material adhered to the distal cover was confirmed but could not be identified. The root cause of the foreign material remaining in the subject device was unable to be specified. Information on reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. The customer does not know what the foreign material is or when the foreign material was adhered to the endoscope. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Water and air were supplied to the air/water nozzle. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle. It is unknown if there were any abnormalities in the accessories used for reprocessing. The subject event can be detected and prevented by implementation in accordance with the below instructions for use (IFU). Instructions for gif/cf/pcf-290 series, operation manual chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found foreign objects inside the nozzle, air, water supply volumes did not meet standards due to the clogged nozzle, and due to nozzle clogging, the water removal ability did not meet standards. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects inside the nozzle. There were no reports of patient involvement.